Event description:
The manufacturer received information alleging a ventilator shutdown while in use. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. During the evaluation, the ventilator was found to be delivering pressures which were below the set pressure. The device's blower motor was replaced to address the issue.